Event description:
The reporter indicated that the cardiac cycle counters showed that "maximum count" had been reached- "cardiac cycle counters frozen." However, none of the events showed a maximum count value.